Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a loss of capture presented. The lead was thought to have been fractured during a fall that the patient suffered. No additional information is available at the moment.